Event description:
It was reported that a patient underwent a cyst excision procedure on (B)(6) 2011 and suture was used. Two days after placement, the suture spit out. On (B)(6) 2011, the patient was reclosed with a nonabsorbable suture. Antibiotics were given. Currently, the wound has full closure.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: representative sample were returned for evaluation. They were visually examined and they did not reveal any signs of manufacturing defects. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.